Event description:
It was reported that an alert was triggered due to the left ventricular (lv) lead impedance out of range. The physician is currently monitoring the patient and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2872 adaptor, implanted: (B)(6) 2006; 4473 lead, implanted: (B)(6) 2005; 694965 lead, implanted: (B)(6) 2005. (B)(4).